Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of an (B)(6) female patient contacted zoll customer support to report that the patient had an open sore underneath one of the electrodes. The daughter tried shifting the electrode belt, but this did not help. The patient's daughter has already been in contact with the patient's doctor. Follow-up with the patient's family on (B)(6) 2011 indicates that the electrodes were digging into the patient's skin, causing open sores. This left the patient crying in pain, so the family removed the lifevest. The next day, a patient service representative spoke with the territory manager and the patient's physician. The patient's physician advised the patient of the possibility of ventricular tachycardia. The patient acknowledged understanding but is still wishing to end use. Patient ended use on (B)(6) 2012.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.